Manufacturer narrative:
(B)(4). Batch # t5cr4l. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with four reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Three photos and video received. Upon visual inspection of three photos, the following was observed: the first photo shows tissue from front view and three staples can be seen properly formed. The second and third photo show tissue and a staple appears to be no properly formed. Ooze is noted. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during the left dorsal segmentectomy surgery, when severing pulmonary fissure tissue on the 1st firing, after fired, noted some staples (close to heart) malformed with irregular shape as the photos show. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.